Event description:
Reportedly, the user rec'd a cut to her posterior leg that required 15 stitches due to sharp edges on the height adjustment locking ring knob. The report source states, her mother uses the cane and "it is a really nifty product except for this one small issue." Her mother's leg accidentally came in contact with the knob during use. The stitches have subsequently been removed and the area is healing well with minimal clear drainage. The customer wrapped tape around the sharp edge of the knob and chose to continue using the same cane. She has not experienced any further issues.

Manufacturer narrative:
On 07/21/06, the customer declined to return the cane for eval. She states, the cane is just fine with the sharp edges taped. This appears to be an isolated incident as trending found no other reports of this nature for this product.